Event description:
It was reported following a percutaneous transluminal angioplasty (pta) of the leg, the 6f puncture site was sealed with a 6f angio-seal vip device. After 7 hours, the pt ambulated and felt a sensation in the groin and started bleeding from the puncture site. A hematoma developed, a pressure bandage was applied and the pt underwent surgical intervention. The surgeons reported allegedly the anchor had broken and had migrated. The pt's condition was reported to be fine.

Manufacturer narrative:
One anchor, collagen fragment, and suture segment, consistent with components used in the angio-seal device, were visually inspected. The anchor had been folded towards the bridge consistent with exposure to heat/moisture and external forces. The anchor and collagen fragment were secured by the suture loop; the collagen was compacted directly against the anchor dome. The running suture was approximately 0.6" in length, and the suture proximal end had strands that were consistent with cutting. No contributing visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated complete by an appropriate signature and date. The review determined the process was performed and completed in accordance with st. Jude medical specifications and procedures. There was no evidence found to suggest the event was caused from an intrinsic defect in the product, as supported by the analysis performed. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If anchor is not attached to the device, monitor pt (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.